Event description:
Passed out cold completely [loss of consciousness]. Anemic [anaemia]. Hemoglobin was 8 [haemoglobin decreased]. Blood pressure low [hypotension]. Bright red blood with clots- vagina [vaginal haemorrhage]. Light spotting bleeding- vagina [metrorrhagia]. Vomited [vomiting]. Could not stand up [dysstasia]. Applicator plunger retained in vagina for 5 days [foreign body in reproductive tract]. Vagina scraping [vulvovaginal injury]. Vagina bruised [genital contusion]. Tampon applicator inserted, entire applicator did not come out, retained applicator [complication of device insertion]. The top part of the applicator splits open and the bottom part that pushes went through the top and out [device breakage]. A spontaneous report was received via phone on 26-jul-2019 from a mother stating her 19 year old daughter used l. Tampons compak super non deodorant 30ct beginning on an unspecified date, and a piece of the applicator from the tampon inserted on (B)(6) 2019 did not come out and stayed in her for 5 days. Her daughter thought she had finished her cycle. On (B)(6) 2019, while on a cruise, she felt something in her vagina; it was the plastic bottom part of the applicator which was then removed. Within 30 minutes of removing the applicator piece, her daughter started to bleed bright red blood with clots and could not stand up. She vomited and passed out cold completely. The ship's 911 line was called, and she was given intravenous fluids because her blood pressure was low. The doctor on the ship said the plastic was blocking the blood and clots formed, and it was all coming out. She bled for 3 hours, and was given intravenous tranexamic acid to stop the bleeding. She spent the night in the cruise ship medical area, and was released to her room on (B)(6) 2019. She experienced light spotting bleeding on (B)(6) 2019. The mother reported she was anemic; her blood count hemoglobin was 8 on (B)(6) 2019 with normal being 11-16. She reported her hemoglobin level was still only 9. Her daughter would have to start taking iron pills next week, and she was taking the oral antibiotic cipro. She saw an ob gyn doctor on (B)(6) 2019 who said her vagina was bruised and scratched. The mother reported she opened the tampons from the box her daughter used and pushed the applicators to release the tampons. She described that the top part of the applicator split open and the bottom part that pushes went right through the top and out. She reported she had used a container of l. Tampons previously with no issues. Event outcomes at the time of the report: passed out - recovered; anemic - not recovered/not resolved; hemoglobin was 8 - improved; blood pressure low - recovered; bright red blood with clots - recovered; light spotting bleeding - recovered; could not stand up - recovered; vomited - recovered; retained applicator in vagina - recovered; vagina scraping - not recovered/not resolved; vagina bruised - not recovered/not resolved. The case outcome was improved. Allergy/intolerance: none. Concomitant product(s): none reported. No further information was provided. 20-sep-2019 product investigation results: no manufacturing cause identified based on investigation.

Manufacturer narrative:
Product has not been returned from the reporter. A valid production code has been provided by the reporter. No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product return was not received. A valid production code has been provided by the reporter and further investigation is in process with findings not yet available. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Passed out cold completely [loss of consciousness]; anemic [anaemia]; hemoglobin was 8 [haemoglobin decreased]; blood pressure low [hypotension]; bright red blood with clots- vagina [vaginal haemorrhage]; light spotting bleeding- vagina [metrorrhagia]; vomited [vomiting]; could not stand up [dysstasia]; applicator plunger retained in vagina for 5 days [foreign body in reproductive tract]; vagina scraping [vulvovaginal injury]; vagina bruised [genital contusion]; tampon applicator inserted, entire applicator did not come out, retained applicator [complication of device insertion]; the top part of the applicator splits open and the bottom part that pushes went through the top and out [device breakage]. A spontaneous report was received via phone on (B)(6) 2019 from a mother stating her (B)(6) year old daughter used l. Tampons compak super non deodorant 30ct beginning on an unspecified date, and a piece of the applicator from the tampon inserted on (B)(6) 2019 did not come out and stayed in her for 5 days. Her daughter thought she had finished her cycle. On (B)(6) 2019, while on a cruise, she felt something in her vagina; it was the plastic bottom part of the applicator which was then removed. Within 30 minutes of removing the applicator piece, her daughter started to bleed bright red blood with clots and could not stand up. She vomited and passed out cold completely. The ship's 911 line was called, and she was given intravenous fluids because her blood pressure was low. The doctor on the ship said the plastic was blocking the blood and clots formed, and it was all coming out. She bled for 3 hours, and was given intravenous tranexamic acid to stop the bleeding. She spent the night in the cruise ship medical area, and was released to her room on (B)(6) 2019. She experienced light spotting bleeding on (B)(6) 2019. The mother reported she was anemic; her blood count hemoglobin was 8 on (B)(6) 2019 with normal being 11-16. She reported her hemoglobin level was still only 9. Her daughter would have to start taking iron pills next week, and she was taking the oral antibiotic cipro. She saw an ob gyn doctor on (B)(6) 2019 who said her vagina was bruised and scratched. The mother reported she opened the tampons from the box her daughter used and pushed the applicators to release the tampons. She described that the top part of the applicator split open and the bottom part that pushes went right through the top and out. She reported she had used a container of l. Tampons previously with no issues. Event outcomes at the time of the report: passed out - recovered; anemic - not recovered/not resolved; hemoglobin was 8 - improved; blood pressure low - recovered; bright red blood with clots - recovered; light spotting bleeding - recovered; could not stand up - recovered; vomited - recovered; retained applicator in vagina - recovered; vagina scraping - not recovered/not resolved; vagina bruised - not recovered/not resolved. The case outcome was improved. Allergy/ intolerance: none. Concomitant product(s): none reported. No further information was provided.